Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an iol ruptured inside the cartridge. There was patient contact. The procedure was completed. Additional information was provided indicating that the incident was observed prior to lens implantation during the surgery but without contact with the patient. The iol was replaced with another iol.